Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the water removal ability did not meet the standard value due to clogging of the nozzle. In addition to the foreign matter found in the nozzle, other evaluation findings are as follows: the adhesive around the bending section cover had a chip and a white clouded area; the adhesives around the objective lens and the light guide lens were peeled with white clouded areas; the plastic distal end cover was shaved and scratched; switch#3 had a dent; and the connecting tube was scratched. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. It is unknown if there was any delay in the start of the precleaning and there were unspecified abnormalities in the accessories used for reprocessing. The customer did not flushed the air/water nozzle with water and air and it is unspecified if they wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. It is unknown if the customer flushed the air/water nozzle channel with the detergent solution and unspecified if they presoaked the endoscope in the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material found in the device could not be determined since it was unknown if the reprocessing was conducted in accordance with the IFU from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as described below: [inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the colonovideoscope had weak water supply during preparation for use. The intended procedure was completed with no delay, using another device. There was no report of patient harm. The device was returned, evaluated, and foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.